Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) was unconfirmed (reference: MDR number 3006260740- 2019-01587).

Event description:
Per biomed, battery shuts off at 95% life.